Event description:
During follow-up, increased capture threshold and noise resulting in oversensing and automatic mode switch episodes were observed on the atrial lead. The event was resolved by reprogramming the device. The patient was in stable condition.